Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication for filter placement was deep vein thrombosis (dvt) in the left lower extremity. The filter was deployed in the infrarenal inferior vena cava with fluoroscopic guidance. The patient tolerated the procedure well and there were no procedural complications. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). Per the patient profile form (ppf), the filter is unable to be removed. It was in place for more than 90 days and it was too "risky" to attempt retrieval. There were no documented attempts to remove the filter. The patient has discomfort, redness, and swelling the area where the filter was put in. While walking or putting pressure on the right leg the patient experiences sharp, needle like sticking pain. The patient also has fear and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Swelling and leg pain do not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The device remains implanted and is thus not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent placement of an trapease vena cava which is still in place, and recent studies confirm the filter now presents more risks than benefits, including an increased risk of forming a blood clot. The extent of the device failure has not been fully documented by the patient¿s treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. Additional information was received from a patient profile form that the filter is unable to be removed. It was in place for more than 90 days and it was too "risky" to attempt retrieval. Future perforation and fracture are likely. There were no documented attempts to remove the filter. The patient has discomfort, redness, and swelling the area where the filter was put in. While walking or putting pressure on the right leg the patient experiences sharp, needle like sticking pain. The patient also has fears and anxiety of possible failure in the future. Medical records indicate the reasons for filter placement were deep vein thrombosis (dvt) in the left lower extremity. The filter was deployed in the infrarenal inferior vena cava with fluoroscopic guidance. The patient tolerated the procedure well and there were no procedural complications.